Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a poor display on the device. It was reported that the video laryngoscope's display was faulty out of the box, no display, fuzzy and worked after pressing the power button multiple times. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during inspection, the video laryngoscope's display was faulty out of the box, no display, fuzzy and worked after pressing the power button multiple times. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a discoloration on the battery contact within the handle. The discoloration was likely due to oxidation. There was no loose chemical product noticed. The visual inspection also found the corner of the lcd screen had wear marks. The device was tested on an one-wire fixture system with external power supply. The device history logs were pulled and the logs displayed acceptable results. The screen rotated through the expected range. The device was powered on by pushing the power button. The device's camera led light output was functional but the image on the lcd screen was found to be distorted with vertical and horizontal lines. The device's battery contact was then cleaned. After cleaning the device, the lcd image quality was found to be adequate. It was reported that the video laryngoscope's display was faulty out of the box, no display, fuzzy and worked after pressing the power button multiple times. The reported issue was confirmed. The most likely cause was determined to be related to maintenance. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.